Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "multiple syncopal episodes" since implant of the leadless implantable pulse generator (ipg). The device was inactivated and replaced with a transvenous implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.